Event description:
It was reported that the basket was broken upon opening of the package.

Manufacturer narrative:
The returned basket was visually examined finding the nitinol basket wires broken approx 1/2 inch above the crimp. The sheath tip was found to be collapsed in an accordion manner and the stainless steel basket tip was missing. User most likely pulled the basket into the sheath causing the sheath to accordion and the basket tip to become stuck in the sheath. Excessive force is most likely to have broken the nitinol wires just above the crimp joint. The device history record was reviewed finding nothing that could cause or contribute to the reported failure. The instructions for use states: "only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however, the physician should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Make sure the basket is closed by retracting the basket-tip into the sheath with the thumb slide. Insert the basket into the ureteroscope to the object to be removed. Under direct vision or fluoroscopic guidance, slowly advance the tip of the stone basket past the object." (B)(4).